Event description:
It was reported a balloon ruptured on the first inflation at 10 atmospheres during an angioplasty procedure of a tough, calcific lesion. Following withdrawal of the balloon catheter through the introducer sheath, it was noted that the balloon had detached. Although it was not determined if the balloon detached in the pt or in the introducer sheath, the introducer sheath was left in place and another balloon catheter was advanced through this same sheath to successfully complete the procedure. The detached balloon could not be located under fluoroscopy, therefore, no retrieval was attempted. The pt's condition is good and has since been discharged.